Event description:
In situ measurements performed on (B)(6) 2015 showed 4 electrode channels in status high and on (B)(6) 2015 the number of electrode channels in status high increased to 10. Previous measurements performed on (B)(6) 2014 were within normal limits. There is no history and signs of trauma. A re-implantation is considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.